Event description:
The customer reported that the 12-lead ECG was intermittent. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.